Event description:
As reported via the legal department, that approximately 76 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, cyst, pain, osteolysis, swelling/edema, and synovitis. Patient left the operating room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-00657. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00657. PMA 510k cannot be determined; device is unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.